Manufacturer narrative:
The compressor was investigated by our field service engineer. The reported event could not be duplicated. The compressor passed all functional and safety tests and was returned to customer for clinical use. No parts were replaced.the cause of the reported problem could not be determined.

Event description:
It was reported that there was a compressor malfunction. There was no patient harm. Manufacturer's ref #: (B)(4).